Event description:
The customer obtained falsely high troponin I results on parent samples. Based on the elevated troponin I results, the pt underwent cardiac catheterization. The results of the procedure were normal and there was no report of pt harm as a result of this event.